Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a bd microlance¿ needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: complaint trending review of this lot and defect reveals this is the first complaint received. No significance trend is observed for this defect on the reported product family. All the production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's were found. Needles were packed in machine 2103 (october 4-16th, 2013) during which 61 visual inspections were carried out with 0 rejections noted. Needles were assembled in machine nº4407 and come from 2 batches: #3277464 (october 15-21st, 2013) during which 293 visual inspections of 25 units were carried out with zero defects noted. #3268130 (october 1-5th, 2013) during which 230 visual inspections of 25 units were carried out with zero defects noted. Cannula batches #3148293 and #3204105. Picture shows a brown dot on cannula surface of unknown substance. Ftir analysis determined the material most likely is polyurethane and two other compounds, polypropylene oxide and methylene bisphenyl isocyanate, both of which are major components used in the production of polyurethane. Investigation conclusion: after performing an assessment in our assembly area, absence of the identified substance was detected. Fraga plant is provided by cannulas from sister bd plants. Since no polyurethane is used in cannula assembly area of fraga plant, review needle DHR showed no indication of the alleged defect, we determinate the origin of the failure mode was probably during cannula manufacturing. We can ensure that the probability of finding this kind of defect is an infrequent issue and any recurrence is really unlikely in our products since review DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that foreign matter was found on a bd microlance¿ needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that foreign matter was found on a bd microlance¿ needle. There was no report of exposure, injury or medical intervention.